Event description:
Customer reported between 8am and 9am that the sc9000 displayed a "kion technical error" flashing in red. Customer had to powercycle the kion to clear the error. The kion did the same thing between 9am and 9:35am according to the customer. Powercyclcing the kion returned the system to normal function. System has not repeated this action again. The system was being used on a patient at the time of these occurrences, so the patient had to be "bagged" during the time kion was powered off then back on again, no injury to the patient.